Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported, at one week postop, she "has difficulty getting a clear image at any distance" following an intraocular lens (iol) implant procedure. She also indicated "difficulty seeing to drive at night." The patient requested that the surgeon not be contacted at this time.

Manufacturer narrative:
. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer. Who indicated, that she has blurred vision in all distances except at 15". Her surgeon is aware and she's already had a yag laser treatment to the posterior capsule, which did not help. Further information was provided, that the patient had a second opinion and verified that the measurements were correct and/or matched up with what they had gotten. The second opinion surgeon, stated that her iols seem slightly decentered left>right. He is not recommending any treatment for the right eye, but is recommending refractive surgery for left eye. Pt has had bilateral yag capsulotomies. And is not a good candidate for an iol exchange. There are two medical device reports associated with this patient. This report is for the right eye.